Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2003; 419388, lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) and was not seeing p-waves. In addition, electromagnetic interference from the cardiac resynchronization therapy defibrillator (crt-d) was observed. The lead and device remain in use. No patient complications have been reported as a result of this event.